Event description:
It was reported that a xtra-silent nite slide-link appliance has broken. Reportedly the anchors/buttons broke. No injury was reported.

Manufacturer narrative:
The device has been returned. An investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Manufacturer reference: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).